Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, the pump shut off. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a correction injection to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.